Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was cracked near the reservoir compartment. Her blood glucose was 259mg/dl at the time of reporting. She was advised to revert to a backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, and cracked battery tube threads.